Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1118 (invalid test results, intercept too low) and error code 1113 (invalid test results, read value) while running two patient samples on the axsym digoxin iii assay. Diluting and recentrifuging the samples generated valid results. The customer is also requesting more explanation on centrifuging the samples. There was no impact to the patients' management reported.